Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument tip collided with the monopolar curved scissors (mcs) instrument and was damaged. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no abnormality. The customer confirmed that arcing was not observed and there was no unintended energy discharged during last use. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and it moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding damaged tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.